Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed during the analysis of the returned device the failure on the hybrid disappeared. Analysis determined that the depleted battery was due to high current drain in the hybrid. There was evidence that the high current drain was associated with the avdd supply. However, the failure cleared during the analysis and could not be reestablished. No cause was determined for the premature battery depletion. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The battery voltage was noted to be 2.70 and recommended replacement time has not triggered.(B)(4). Sus voluntary event report number: mw5056715 was received for this event.

Event description:
It was reported that during an approximate three month time period between visits, the longevity of the device decreased and was less than expected. The device was explanted and replaced prior to reaching elective replacement indicator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional analysis identified cracks in the rf module substrate from adto to vss. Scanning electron microscope and focused ion beam analysis suggested copper conductive anodic filament growth in the crack and a possible leakage path. Electrical simulations showed that a resistive short from adto to vss has the effect of excess current on the avdd supply. Therefore, these findings are consistent with the reported failure being attributed to a resistive short in the rf module. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.